Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 2.8 mmol/l. No significant events leading to the alarm were observed. Customer stated that he could not get his settings from the device due to the buttons not working. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces.